Manufacturer narrative:
E1 - initial reporter phone number unknown. E3-initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has an overtemperature alarm, not illuminating, no audio and not recirculating. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The device was received in good condition with no physical damage. The return has crack and obsolete membrane switch. After functional testing the issue could not be duplicated or confirmed. The cracked return tube caused fluid ingression onto the pcb, this caused the malfunction. The pcb was totally dry upon receipt of device and no visual signs of fluid ingression observed, which is more than likely why the issue could not be duplicated. The return tube and the membrane switch were replaced. After replacing the return tube, the device passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.